Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of the incident and current blood glucose was 186 mg/dl. The customer¿s blood glucose level was 192 mg/dl and 42 mg/dl. The customer was treated with glucose tablets. It was reported that they had problem with insulin pump. The customer alleges pump was over delivering because they had extreme low when she woke up. The customer was advised to disconnect from set and remove the reservoir from the pump. The customer was advised to check the status screen and then visually inspect the reservoir. The insulin pump will not be returned for analysis.